Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleged particles in tubing/chamber. The device was returned, and manufacturer could not confirm particles in air path during device evaluation. There was no report of patient harm or injury.